Event description:
Three days post deployment of a 26mm sapien xt valve; imaging showed the valve had migrated to the left ventricular outflow tract (lvot). Initially, the sapien xt valve was positioned 50:50; however landed 30:70 aortic: ventricular. The valve was not positioned as intended, however, post procedure tee revealed no pvl, no central aortic insufficiency (cai) and no gradient. No intervention was performed at the time. Over the following two-three days the patient developed a gradient. Imaging showed the valve had migrated into the lvot, but not into the ventricle. The leaflets were also observed to be wide open. The decision was made to deploy a second valve in the lvot in order to anchor the first valve. Transapical access was obtained and a second 26mm sapien xt valve was deployed within the 1/3 top of the first valve. The placement of the valve proved to be too low as it resulted in leaflet overhang and moderate-severe cai. A third 26mm sapien xt valve was placed within the second valve, in good position and as intended. Cai was reduced to none-trace. The native aortic annulus diameter measured 24mm by tee. The aortic valve/leaflets were moderately calcified. Both the image intensifier angle and the coaxial alignment of the valve and delivery system during deployment of the first valve were described as good. Ventilation was held and there was no loss of pacing capture during deployment. Per report, valve moved during deployment and at that point they were unable to move it more aortic because it was partially expanded. Note: this event pertains to the first deployed valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition, device migration and valve regurgitation (central leak) requiring intervention are known potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the malposition was attributed to procedural factors (unexpected movement of the valve during deployment). This can occur due to patient anatomy, stored tension in the delivery system, and/or movement of the system by the operator. In this case, the cause of the valve movement is unknown. Per report, the ventricular migration was attributed to the initial malposition of the valve. The subsequent central ai was a result of the migration of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.